Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. (B)(4).

Event description:
According to information provided: lifting strap of the ceiling hoist snapped while lifting the client. Client was over the bed at that time and therefore, feel onto the bed not receiving any injuries.